Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked and had moisture in the battery compartment. The reporter denied damage to the battery cap and stated the cap was not able to be secure properly to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2019 with the following findings: during investigation, the black box download verified pump reboot event on complaint date of (B)(6)2019.the battery compartment was cracked below and above grip pad. There was no damage found to battery cap. Battery cap attached securely to pump. The pump was exercised 12 hours with no power issues or alarms occurring. The battery compartment leaked and the pump was opened. Evidence of moisture corrosion is only in battery compartment and on battery cap, other parts of pump don¿t have moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.